Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen displayed a grey box, blocking the bottom of the continuous glucose monitor (cgm) graph. The customer turned the pump screen on and off and the issue resolved. There was no impact to the customer's blood glucose level. Follow up information was received from the customer stating that the issue had not recurred.